Event description:
It was reported the endocuff vision presented an endocuff-phalange that was separated from the cuff. The issue occurred during a procedure. The procedure prolonged less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.